Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose was 46 mg/dl at the time of incident. The customer was treated with food for low blood glucose level. The insulin pump will be returned for analysis.